Event description:
Implant card received noting that the patient underwent a full revision. The explanted lead has not been received by product analysis to date.

Event description:
It was reported that the patient was experiencing high impedance after a recent thyroid surgery. A post op CT scan did not reveal any discontinuities with the lead. No xrays have been received by the manufacturer to date. No surgical intervention has been reported to the manufacturer to date. No other relevant information has been reported to date.

Event description:
Additional information was received that the cause of the high impedance was a lead fracture as well as patient manipulation/trauma, but there was no reported trauma to either implant site. It was noted that during revision surgery, the lead was removed and reinserted. X-rays were performed but the x-rays have not been received or reviewed by the manufacturer. The explanted products are not available for return.